Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm 1. The customer's blood glucose (bg) level was 297 mg/dl and an insulin injection was administered to address the bg level. The customer reported no apparent damage to the cartridge; however, there appears to be a scratch on it. The customer reloaded another cartridge and the alarms have been resolved.